Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: moisture was visible in display. No damage found to keypad. All buttons respond to presses appropriately. Keypad removed; no damage found to button contacts. Pump leaks at display lens. Pump opened; moisture found throughout pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.